Manufacturer narrative:
The fiapc probe and apc/esu system were not available for an evaluation. As a result, no conclusive determination could be made as to the cause of the event (note: a gas embolism is a known complication involved with using argon plasma coagulation.). The customer is being made aware of the findings. Erbe is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with a filter integrated argon plasma probe (fiapc probe) during a pulmonary procedure. The fiapc probe was used with an erbe argon plasma coagulator/electrosurgical unit (apc/esu) system. Per the report, an embolism occurred (note: the gas flowrate was 0.8 ml/minute.).